Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer's blood glucose was 410 mg/dl. The customer's blood glucose value was in 400 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. It was also reported that insulin pump received several insulin flow blocked alarms in the past. It was also reported that the customer was not using auto mode feature on insulin pump at the time of high blood glucose event. The insulin pump will not be returned for analysis.